Manufacturer narrative:
The device was not returned as the device remains implanted therefore no evaluation was completed. This reported event was found on a physicians social media account. Several attempts were made to obtain the patient information but an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: this reported event was found on a physicians social media account. Several attempts were made to obtain the patient information but an inadequate response was received.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially treated with afx sometime in 2013, the exact date was not provided. A type 3 endoleak (indeterminate origin) with sudden abdominal pain was reported. Endologix received limited information, there were no patient or device details provided. Endologix has requested additional information regarding this case.